Event description:
It was reported by the customer that their insulin pump was damaged and the motor drive support cap had fallen out. Customer also stated the device had squirted insulin out of the infusion set a week prior to reporting. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing motor drive support disk, minor scratched display window, cracked display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)